Event description:
The patient reported low back pain started a day prior to this call. The patient also reported loss of therapeutic effect and "bowel issues" that started 3 days prior to this call. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0t59d, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).